Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer turn on under ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. Physio was made aware by the customer that the issue was resolved by themselves, however no further details were provided by the customer. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would no longer turn on under ac or dc power. There was no patient use associated with the reported event.